Event description:
A pt reported experiencing inaccurte erratic results with a one touch ultra meter. The pt's bood glucose results were 229 and 163 mg/dl. Tests were done within 5 minutes. Pt used two different hands and fingers, but does not indicate to which results it goes with. Pt did not experience any adverse events. No further info has been reported.